Event description:
Patient with veptr implants experienced posterior drainage resulting from thoracic incision. Patient underwent exploration and I&d of wound in the operating room.

Manufacturer narrative:
Manufacturer can not be determined without a part number. Manufacturer date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. This is one of 24 reportable veptr events received in 2009 from this healthcare facility.